Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0qb7n, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported stimulation was too high but unable to connect using patient programmer (pp) with or without antenna attached. There was no telemetry with or without antenna attached. Stimulation too high occurred on (B)(6) 2015. Indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.